Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was squirting out insulin during a prime attempt. The customer's blood glucose was 262 mg/dl. The customer was not wearing the insulin pump during priming. Troubleshooting was performed. The tubing connector at the top of the reservoir reportedly was not wet. The re was no gap between the piston and reservoir stopper during prime. The reservoir volume was 200 units and there were 217 units remaining for the reservoir in the insulin pump status screen. The customer was instructed to attach a new infusion set and reservoir and restart the priming process. Insulin did not continue to drip after letting go of the act button. It was stated that the motor slowed down and numbers ramped up on the screen. It was explained to the customer that the infusion set change resolved the issue. Nothing further was reported.